Event description:
It was reported that the right atrial (ra) lead dislodged and/or was possibly fractured due to a left clavicle fracture that occurred after a fall. The lead was not explanted or replaced. The patient subsequently died; the lead did not cause or contribute to the death of the patient. The patient was enrolled in the (B)(6) study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: sorin ICD implanted 2011-(B)(6); sorin lead implanted 2011-(B)(6). (B)(4).